Event description:
Report received of unrestricted flow. The pump was returned to the facility department with an unsigned note that stated, "IV pump continuously drips even when fluid is turned off. Fluid continues to infuse into patient even when pump is turned off." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.